Manufacturer narrative:
Evaluation results (device evaluated on 03/19/2010): as received, all three free margins have been cut off. Approximately 3mm have been cut off across the top of each leaflet. No other inconsistencies detected. The valve is not suitable for functional testing due to the current condition. No inconsistencies detected in the x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.07 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to perivalvular leak.